Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed no cs064 alarms, several cs054/cs052/cs087 were observed. The pump alarmed with cs069 call service alarm upon the first attempt to rewind. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. The complaint of a cs064 was unable to be investigated due to the corrupted component. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a frequent call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).